Event description:
A (B) (6) male patient contacted lifecor customer support to report that the monitor screen goes blank when the electrode belt cord is manipulated. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt (B) (4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the trunk cable. This internal short caused noise in both the side-to-side and front-to-back channels. The monitor signal would also get shorted when this cord was manipulated. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable.